Manufacturer narrative:
An image was sent in, which confirms the jagged edges seen by the surgeon. However, there was no additional related information that was provided to distinguish how this could have occurred. A video was also submitted. The clinical analyst reviewed and noted that there was a bubbling effect seen in the video from 9-11 o¿clock position. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an unusual flap cut during lasik. Additional information received stated the surgeon felt the flap was difficult to open. The procedure was completed successfully and the patient's post-operative results were good. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.